Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working appropriately. Surgical intervention was performed and, during the procedure, it was noticed that the tubes were broken in two different places. The device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the inflatable penile prosthesis (ipp) not working appropriately. During the procedure, it was noticed that the tubes from the existing device were broken in two different places. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, revealing the kink resistant tubing (krt) was worn down to the filament. A leak was present in the pump krt strain relieve junction and under the microscope, it was noted that the pump deflation spring ball was misaligned. The pump was functionally testes, and it did not pass the activation tests 2 and 3. The reservoir was visually inspected, leak tested and examined using a microscope. It was seen that the reservoir had wear at a fold in the reservoir shell; however, no leaks were identified. The cylinders were visually and microscopically examined, identifying folds in the middle of both cylinder bodies. There was a hole at the corner of a fold which led to a leak being present. The first cylinder had an additional leak in the krt result of sharp instrument damage likely occurring during explant. Based on the information available and analysis results, the hole identified on the cylinders as well as the pump deflation spring ball being misaligned and the pump not passing the activation tests could have caused or contributed to the reported clinical observations.